Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported the patient was reviewed; the mom line, head, one screw and a hole eliminator were removed. It was noted the implants were coated with a grey/black debris and the joint fluid was slightly greyish. The retained cup and stem were cleaned, and a new liner and head were implanted. Genx bone filler was injected in the removed screw space. Doi: unknown. Dor: (B)(6) 2025. Affected side: left hip.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, b6, b7, d6a, d10, h6 (health effect - clinical code). Corrected: h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated event description. The patient stated that over the past several years she has had progressively worsening pain and noted to have elevated metal ion levels. Additionally, there was a CT and MRI finding of a large fluid collection in the anterior hip. Prior to revision, subsequent CT scan identified a large cyst, suspected to be a pseudotumor related to the metal-on-metal hip implant. There is evidence of bone loss around the acetabular component, with a cystic area noted inside the pelvic wall. Pathological report on (B)(6) 2025 indicated synovial tissue with fibrosis, foreign body multinucleated giant cell reaction and hemorrhage. Doi: (B)(6) 2009. Dor: (B)(6) 2025. Affected side: left hip.